Manufacturer narrative:
The impella device was not received from the customer as they remain on support. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The registered nurse reported that while the patient was sleeping, motor current and placement signal pulsatility were reduced causing intermittent impella in aorta and position unknown alarms. An echocardiogram several hours earlier had shown proper inlet position. They were certain that the position had not changed since the echocardiogram was done several hours earlier. It was recommend that they check again when possible and to consider reducing the p-level to see if that resolves the alarms. They did not consider giving fluid bolus due to elevated filling pressures. Reduction of p-levels resolved the alarms. No patient harm was reported.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
H6: added (B)(6) based on a review of the complaint file. Investigation summary: placement signal issue: since neither product nor data logs were returned, the cause of the placement signal issue could not be determined. False alarm: since neither product nor data logs were returned, the cause of the false alarm could not be determined.